Event description:
It was reported that during a knee procedure the smartpump had a small loss in pressure, which caused minimal bleed-through to the surgical site. The procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a knee procedure, the smartpump had a small loss in pressure, which caused minimal bleed-through to the surgical site. The procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Product will not longer be returned as the user facility indicated the following: "customer states they discovered their leg holder machine is what caused the event not the smartpump. She said when the doctor tightened the leg holder, it squeezed the cuff making it go from leg shaped to oval and thus the pump was not working correctly. They do not wish to return the pump for repair or evaluation." The device will not be returned for evaluation.